Event description:
It was reported that the cassette not attached alarm sounded. It was also noted that the downstream occlusion sensor (dso) seal was damaged (before infusion/no patient injury).

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was returned for evaluation. Visual and functional testing was performed. The samples received had all seals intact. The event history log (ehl) showed alarms high alarm displayed: cassette not attached properly, and high alarm silenced: cassette not attached properly. The reported issue was duplicated during testing. The cause of the issue was due to blank liquid crystal display (lcd) not functioning. The technician replaced downstream occlusion sensor (dso). The root cause of the issue was unable to be determined.